Event description:
I had mentor saline implants from year 8 to 10 I noticed a host of symptoms once my left implant started to give me trouble. I developed multiple auto immune disorders and went from being a healthy individual to becoming bedridden. I had my implants taken out and was told my left implant was migrating all the way to my back. I underwent surgery in which my surgeon had to scrape my ribs. Once removed, my implants both had small pieces of mold floating in them. I am trying to regain my health after having these toxic bags removed now suffering: severe interstitial cystitis, ibs, lupus, pelvic floor dysfunction, vulvodynia, hormonal imbalance, endometriosis.